Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device a cassette latch functional test was performed, the "remove and reattach cassette" message was duplicated with no cassette latched onto the device. The customer reported condition was confirmed. Problem source is unknown . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 21 had "cassette not properly attached" alarm. No adverse patient effects were reported.